Event description:
It was reported that the patient had stimulation in the wrong location and high impedances on 2 electrodes. It was further reported that a lead revision was done and the leads were explanted and replaced. The patient is alive with no injury or adverse event. It was also noted that there were no patient symptoms related to this event.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).